Event description:
Event description guidant received information that this chronic right ventricular (rv) defibrillation lead was demonstrating abnormal noise on the ventricular channel and a slight decrease in pacing impedance. It was reported that the physician elected to surgically abandon the lead due to the oversensing and potential lead fracture.